Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint could not be confirmed because no sample was returned for evaluation since there was no reported malfunction of the nanoknife probe or generator during the procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, contains the following statement: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Inspect all of the devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Event description:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. An end user reported an issue during a procedure using a 15 cm nanoknife probe. During the procedure, the patient went into tachycardia and atrial flutter. The physician and anesthesiologist decided to proceed with the treatment. Ultimately, it was completed with this device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.